Event description:
It was reported that the patient was having pain at the ipg site. The patient was prescribed with lidocaine patches. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was having pain at the ipg site. The patient was prescribed with lidocaine patches.